Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-03754. During follow-up, automatic mode switch (ams) episodes were noted due to noise on the atrial lead. The physician reprogrammed the device to resolve the issue. The patient is in stable condition.